Event description:
An attempt was made to use a complete se iliac self-expanding stent to treat an iliac artery (l) from a right-sided approach. It was reported that the lesion was at the bifurcation and presented some tortuosity. However, it was reported that when the complete se stent was placed in the artery, the inner shaft pulled away from the outer shaft and got stuck in the sheath. The device was removed with sheath with the detached portion internal to sheath. No portion was left in patient. The patient is reported to be fine post procedure and the stent was delivered completely. No clinical sequelae were reported.

Manufacturer narrative:
Results: vessel tortuosity coupled with the position of the sheath as the catheter was withdrawn. Conclusion: vessel tortuosity coupled with the position of the sheath as the catheter was withdrawn. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the catheter was kinked immediately distal to the strain relief and 11.1cm proximal to the distal end of the stability sheath. The middle member had detached. The deployment handle was disassembled to confirm the detachment site. Visual inspection confirmed the third bond (middle member to hypotube/inner member bond) was present and the middle member had detached distal to this bond. The catheter was kinked and bunched 11.6 to 12.4cm distal to the t-tube. The distal tip had detached with inner member material. The inner member had detached 22.0mm distal to the distal end of the middle member. Two markers were removed from the sheath when passing a 0.035" mandrel through the sheath. One of the markers was identified as the floating marker from the complete se device, the other marker was most likely the distal tip marker.